Event description:
It was reported that the patient presented in the emergency room with dyspnea. Upon interrogation, it was noted that the right ventricle lead exhibited loss of capture. No intervention was performed. The patient was in stable condition.